Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8709, lot# j10896r48, implanted: (B)(6) 2001, product type: catheter. (B)(4) is also applicable to this event. Conclusion code is applicable to this event. Updated information.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to increased pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j10896r48, implanted: (B)(6) 2001, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a (B)(6) year old male patient receiving intrathecal hydromorphone 20.0mg/ml at 14.230mg/day via an implantable infusion pump. The indication for use of the device was not known. The concomitant medications and patient history were not reported. Additional information reported that the patient had mid- back pain, pain to right side of abdomen, and right upper quadrant in 2015 (actual date unknown). An MRI was performed on (B)(6) 2015 for device diagnosis of other possible granuloma at the tip of the catheter, where the results (using contrast) showed no evidence and ruled out a catheter tip granuloma. On (B)(6) 2015, the interventions specified a dye study, where the results showed a blocked catheter. The catheter was explanted/replaced, specifying a catheter modification on (B)(6) 2015. The event was resolved without sequelae on (B)(6) 2015. It was noted as possibly related to the device or therapy specifically the intrathecal/spinal portion, and unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.